Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). The reported system error 2240 was not confirmed. The cause was the supply bag fell and disconnected during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarm with the homechoice (hc) machine during dwell 2 of 4. The home patient (hp) stated a solution bag fell and became disconnected. The technical service representative (tsr) advised the hp to cycle power and the hc alarmed system error 2367. The tsr had the hp cycle power again and the alarms cleared. The tsr advised the hp to start over with new supplies. Hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the hp regarding the reported event. The hp stated the solution bag was on the edge of a table causing the bag to fall. The hp explained that she discarded the sample and did not know the lot number. The hp advised that she was able to resume therapy successfully with new supplies. The hp stated she did not contact her nurse regarding the alarm and was advised to do so. There was no patient injury or medical intervention reported.